Event description:
(B)(4) event occurred in italy it was reported that (B)(6) 2023 14-year-old child patient's infusion set's cannula bent even if they inserted it correctly. And this determines a constriction. This led to the patient experiencing hyperglycemia, physical and emotional discomfort. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.